Manufacturer narrative:
Device evaluation: returned device was received with missing plunger case seal and missing partial of bottom case seal. Evidence of reported problem in event log was found. During the evaluation of the device the force sensor bridge test error was found, unable to calibrate the force sensor. The customer reported condition was confirmed. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received indicating that a smiths medical medfusion 4000 pump, had a force sensor bridge test failure. No adverse patient effects were reported.